Event description:
Dose or amount: denture cream, frequency: 2x daily. Dates of use: 1976 - 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.